Event description:
It was reported that the pump screen went blank unexpectedly, and the led was not blinking. While there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl, the pump needed to be plugged into a power source to turn back on. Technical support could not gather more details because the call was disconnected. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.